Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Use of apidra insulin is contraindicated for the t-slim cartridge.

Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, the customer was using apidra insulin. Customer's blood glucose level was impacted.